Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist advised the customer to perform a reboot. After the reboot was completed, the station was functioning properly. The system functioned as intended after the technical support specialist assess the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.